Event description:
A zoll distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, belt failed the fall-off test. Upon evaluation, the j7 connector inside ECG electrode b was not properly soldered. The cause of the non-functional electrodes and fall-off test failure is the poor solder at the j7 component. The root cause is a manufacturing error. An internal corrective action was initiated. No adverse event resulted from the poor solder at j7.